Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician performed sb3 capsule study on patient (B)(6) 2016. Upon review of the study, the physician found that the capsule remained in the stomach for 6 hours and 15 minutes. A kub will be performed on (B)(6) 2016 to verify if the capsule has been passed. The kub confirmed that the capsule has passed through to the colon. The patient was not harmed and is doing well.